Manufacturer narrative:
The device was returned and evaluated, and the customer¿s reported allegation for the error code e237 (communication error) message was sporadic failure. The failure could not be confirmed, but its occurrence was likely. The issue of the image no longer appearing was not confirmed. An additional reportable malfunction of an b30 (scope communication) error was also identified due to a damaged charge-coupled device. Additional issues were identified during the device evaluation: a scratch on the bending section cover, deformation of the control unit, the control unit being sticky due to water leakage, wear of the angle wire, the bending angle in the up direction not meeting the standard value, an abnormal sound due to damage to the angulation lever, and a dent in the connecting tube. The device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified for the e237 communication error message, the b30 error message, and the no image-related issue; however, it may be presumed that the defect was caused by the breakage of the image sensor unit, including disconnection by stress from repeated use, external factors, or handling, or that the components, including the ic chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for using the bronchovideoscope, the image would no longer appear and an error code e237 (communication error) message would appear when the image was angled. There was no patient harm associated with the event.